Event description:
This customer determined that the engen laboratory automation system placed two different secondary barcode labels on a single secondary tube. The mis-association of results with the incorrect patient has the potential to occur undetected and may lead to inappropriate physician action. However, no results were affected or reported out of the laboratory as the issue was identified prior to the aliquoter tube being used. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that two different secondary tube labels were placed on a single aliquot tube. The engen system correctly identified the issue by generating a cross check error, as designed. A biomedical engineer cleaned the label stamper, which is a defined maintenance procedure for the engen system. There are no reports of additional occurrences of the event following this service action. A definitive cause of this event was not identified; however, an issue with the aliquoter label printer cannot be ruled out. The investigation cannot conclude that patient sample results would not be mis-associated with the wrong patient if the event were to occur undetected.